Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was determined on july 8, 2021.

Event description:
Customer reported that the following data related to an event of ultra filtration inaccuracy registered during a dialysis treatment while using the nipro surdial x machine bearing serial number (B)(4). Patient's weight on admission was (B)(6), programmed ultra filtration was 2.5 kg. Patient's blood pressure did not drop but was 0.5kg under dry weight at 60kg, after completion of treatment. Fluid removal documented was 1.94 liters. No further information was provided.

Event description:
Customer reported that the following data related to an event of ultra filtration inaccuracy registered during a dialysis treatment while using the nipro surdial x machine bearing serial number (B)(6): patient's weight on admission was 60.5kg, programmed ultra filtration was 2.5 kg. Patient's blood pressure did not drop but was 0.5kg under dry weight at 60kg, after completino of treatment. Fluid removal documented was 1.94liters. No further information was provided.

Manufacturer narrative:
The manufacturer evaluated the device in question and determined that the device is similar to 510k# k182940, therefore MDR reportability was detemined on july 8, 2021.